Event description:
On (B)(6) 2013, a physician reported that her programmer was not working. The physician was trying to interrogate a patient at the time; however, no additional information was available. Attempts for additional information were made; however, the physician's office reported that the programming system was working, and there was no recollection of this event occurring.

Manufacturer narrative:
.